Event description:
It was reported that the patient presented to the hospital due to inappropriate shock. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited oversensing due to an lvad. Further information was requested however, was not provided.